Manufacturer narrative:
H6: investigation: the customer issued a complaint for compression and bent latch finger problem detected during customer process. Photos and compression test results were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that 42 ultrasafe plus x100l png rfs devices had issues with the safety device breaking/separating. The following information was provided by the initial reporter: "we have opened a deviation for 1 ml nsd override force after shipping simulation, values were measured below our limit of 80n. The lab investigation is closed without showing any lab error, and we are now investigating manufacturing steps and components. The curves show there are 2 distinct populations. And indeed, the samples with the low values have 1 locking leg that is not engaged. The ¿defect¿ is present before testing, i.e. On locking leg seems to be bent and not anymore in front of the stop: we checked cavity numbers and it seems there is no correlation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer issued a complaint for compression and bent latch finger problem detected during customer process. Photos and compression test results were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that 42 ultrasafe plus x100l png rfs devices had issues with the safety device breaking/separating. The following information was provided by the initial reporter: "we have opened a deviation for 1 ml nsd override force after shipping simulation, values were measured below our limit of 80n. The lab investigation is closed without showing any lab error, and we are now investigating manufacturing steps and components... The curves show there are 2 distinct populations. And indeed, the samples with the low values have 1 locking leg that is not engaged. The ¿defect¿ is present before testing, i.e. On locking leg seems to be bent and not anymore in front of the stop: we checked cavity numbers and it seems there is no correlation."